Event description:
It was reported that during a low anterior resection procedure, the anvil did not assemble with the head of the device. No pt consequences were reported.

Manufacturer narrative:
H4,6: information anticipated, but unavailable at this time.